Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® urine collection cup had "large white stains" inside it before use. Additionally, it was reported that the urine cups caused an increase in urine contamination "of more than 80 percent". Lot #'s 9197664 and 9197658 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "during our last order on (B)(6) 2019, we noticed that ecbu vials part no. 364941 had large white stains inside of the vials, and we have noticed an increase in urine contamination of more than 80 percent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9197664. Medical device expiration date: 2021-07-31. Device manufacture date: 2019-07-16. Medical device lot #: 9197658. Medical device expiration date: 2021-07-31. Device manufacture date: 2019-07-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® urine collection cup had "large white stains" inside it before use. Additionally, it was reported that the urine cups caused an increase in urine contamination "of more than 80 percent". Lot #'s 9197664 and 9197658 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "during our last order on 6/12/19, we noticed that ecbu vials part no. 364941 had large white stains inside of the vials, and we have noticed an increase in urine contamination of more than 80 percent."